Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was of 800 mg/dl. Customer was treated with insulin drip and with syringe for high blood glucose level. Customer experienced lethargic like symptoms for high blood glucose level. Customer reported that the customer was assisted to troubleshoot for high blood glucose level. Customer reported that they had hormone pills for prostate cancer. The insulin pump will not be returned for analysis.